Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime/ compromised force sensor system test, excessive no delivery test, displacement test or verify excessive no delivery alarm, low reservoir alarm due to motor error alarm. Insulin pump had missing segments/partial display due to bleeding lcd glass. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump has two lines on the lcd screen. Customer stated that the insulin pump was not dropped or bumped. Customer also reported to have received a no delivery and a motor error alarm and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.